Event description:
Reporter states "sometimes when I get the error 1 I take the strip out and put it back in and it gives me my reading". Reporter stated the blood glucose result was 145 mg/dl. Technique was suspected and co reviewed proper procedure. Reporter did not use control solution.